Manufacturer narrative:
The investigation regarding the reported issue with internal leakage test failure has been confirmed in service report and problem description. According to provided information the issue was resolved by replacing air gas module. The replaced part was not returned for further evaluation. Since no parts could be investigated further, the root cause of the issue has not been determined, however one cause can be that the device was not adequate maintained or mounted.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check . There was no patient involvement. Manufacturer's ref.#: (B)(4).